Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's anatomy was excessively tortuous; calcification is unknown. It was reported that the device could be seen kinking under fluoroscopy with being inserted into the pt. The device was deployed approximately 5 mm when a runner was seen coming through the graft cover. The device was removed successfully and another device of the same size was used to complete the case. There were no clinical sequelae reported and the pt is reported to be fine.